Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2011; 6935 implantable tachy lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that patient had increased threshold values on left ventricular (lv) lead. Pacing thresholds were adjusted. The patient is a participant in clinical system longevity study (sls). No patient complications have been reported as a result of this event.